Event description:
It was reported to medtronic minimed that the customer reported that the transmitter did not blink when connected to the tester and that there were ongoing issues with loss of communication, sensor alerts, and the sensor not starting. The event involved product(s) mmt-7841zn, mmt-7040ma. Troubleshooting was performed. The transmitter passed the tester procedure initially but subsequently failed to blink and did not communicate with the pump, even after deleting and repairing the transmitter, and the customer was advised about the product replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested, and the customer response was that the device will be returned. No product return is required for mmt-7040ma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found physical damage to cow catcher and all connector pins, unable to continue with functional testing or check led anomaly. In summary, the customer complaint of transmitter led not flashing and loss communication anomaly could not be confirmed due to transmitter being damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.